Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system powered down prior to the initiation of the procedure and site was unable to power the system back on. The site proceeded with another navigation system to complete the procedure without delay. The issue occurred during set up before a patient was present. There was no impact to patient.

Manufacturer narrative:
The batteries for the navigation system was returned to the manufacturer for analysis. The batteries was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The uninterruptible power supply (ups) for the navigation system was returned to the manufacturer for evaluation. Testing found that the power switch of the unit would not engage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.